Event description:
Event description guidant received information that noise was observed on all three channels of this cardiac resynchronization therapy (crt-d) defibrillator which resulted in pacing inhibition.